Event description:
The hospital reported that during the coronary artery bypass graft surgery, three heartstring seals did not perform adequately. The first seal didn't deploy out of the tube. The second seal cracked during loading. The third seal didn't deploy out of the tube. The surgeon proceeded to complete the anastomosis with a side biter clamp. No additional patient complications were reported.